Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had helium leak - intermittent error codes #53 & #59. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, d5, e1(initial reporter and email), e2, e3, e4updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had helium leak - intermittent error codes #53 & #59. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) no patient involved. Reseated and torqued he connectors that were leaking. Machine was brought into specification. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.